Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #4 of 5: reference MFR. Report: and 16271487-2017-04995, 3006705815-2017-01152, 3006705815-2017-01151 and 16271487-2017-05001. It was reported the entire scs system was removed (date unknown) due to an infection at the pocket and anchor site. The patient was implanted with a new system on (B)(6) 2017.